Event description:
Patient had haemodialysis session (B)(6) 2023. Nurse reported machine alarmed towards end of treatment and noted blood on exit site dressing. Noted that right sided ij tunnelled hd catheter was completely out of patient.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The report indicated the device would be returned for evaluation; however, it appears to have been lost in transit as it was never received at medcomp. Without an evaluation of the device, we are unable to determine if a manufacturing issue was a contributing factor in the incident. Many variables contribute to the encapsulation of a textile. These include, but are not limited to, factors related to surgical technique, patient hematology, concurrent drug therapy, infection, and method of catheter fixation. The report indicated there was "expected delayed healing". The instructions for use (IFU) include the following: "catheter must be secured/sutured for entire duration of implantation." Once the sutures are removed the catheter should be secured to the patient with either some type of securement device (i.e. Statlock) or with a dressing.